Event description:
This report is being filed after subsequent review of the following article: lin (august 9, 2011): a comparison of anterior cervical discectomy and corpectomy in patients with multilevel cervical spondylotic myelopathy. Eur spine j, 21, 474-481. China. This study retrospectively reviewed the case histories of 120 patients that underwent surgical treatment for 3- or 4-level cervical spondylotic myelopathy (csm) from july 2003 to june 2008. One hundred and twenty patients (81 male and 39 female) of mean age 58.3 ± 9.8 years (37¿78) were included. For the anterior cervical discectomy and fusion (acdf) procedures, cages (syncage, synthes, switzerland) and semi-constrained plating systems (competitor's device) were used. For the anterior cervical corpectomy (2-level or skip 1-level corpectomy) and fusion (accf) procedures, titanium mesh cage (tmc) plus semi-constrained plating systems (competitor's device) were used. The acdf group consisted of 57 patients; 38 male and 19 female, age at operation: 58.7 years. The operated levels were c3-c6 (21 patients), c4-c7 (25 patients) and c3-c7 (11 patients). There were no patients with iatrogenic neurological deterioration, or infections, nor were there tracheal, vascular, or esophageal injuries related to operation. This report refers to complications reported in acdf group: cerebrospinal fluid leakage (2), epidural hematoma (1), c5 radiculopathy (2) and dysphagia (4). C5-palsy, and dysphagia were transient symptoms and resolved within 2 months. The patients who developed epidural hematoma recovered neurological function after emergency evacuations. There was no long-term neurological deficit. This is report 1 of 1 for (B)(4). This report is for an unknown syncage implant, unknown part#/lot# and unknown quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lin (august 9, 2011): a comparison of anterior cervical discectomy and corpectomy in patients with multilevel cervical spondylotic myelopathy. Eur spine j, 21, 474-481. This report is for unknown syncage implant/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.